Event description:
Caller reported a continuous glucose monitor (cgm) error, which was indicated as error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, and after following these steps, there were no further error codes. The customer successfully restarted their sensor session, resolving the issue.